Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This event has previously been reported under manufacturer report number 1628664-2018-00185.

Event description:
The customer observed falsely depressed sodium results for one patient on the architect c4000 analyzer. The following data was provided: initial 120 mmol/l, repeated 136 mmol/l. The customer uses the package insert normal range of 136-145 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the nozzle tubing (B)(4). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.